Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device's battery pca had bent pins. There was no patient involvement. Two battery pcas were returned for failure analysis. There was no indication that both were damaged. One battery pca was likely an extra part. The reported problem was not verified during visual inspection on one of the battery pcas, sn (B)(6). The reported problem was verified during visual inspection on the other battery pca, sn (B)(6). It was found connector j2 pin 8 was damaged.

Event description:
It was reported to philips that the device's battery pca had bent pins. There was no patient involvement.